Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the root cause of the hemolysis was not determined due to insufficient clinical details and unreturned product and logs for further investigation.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery access for the 56-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The patient's underlying cardiac and systemic comorbidities were not shared. The pump was supporting when on day 2 there was concerns of hemolysis when the plasma free hemoglobin was drawn and was elevated at 120mg/dl. The team repositioned the pump to alleviate the mal-positioning and hemolysis. On day 3 of the support the pump was explanted. Patient outcome was listed as stable. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.